Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, when the first reload was used, the staple line was incomplete on the distal part and the staple line was incomplete on the central part when the second reload was fired. Suturing was done to complete the case. There was no patient injury.